Event description:
It was reported to covidien on (B)(6) 2015 that a customer has an issue with a single lumen umbilical vessel catheter (uvc). The customer reports that the uvc has cracks in the housing. The customer further reported that this was not a bad connection or a connection cracked due to over tightening. They were in the integral part of the construction.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. A corrective action is not required at this time. In-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% pressure testing during production, which would avoid this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.